Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in machine and nodules in the lung and also undergone cat scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in machine, other thermal issues and nodules in the lung and also undergone cat scan an issue related to a CPAP device's. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an missing nonskid pad on the bottom enclosure. An unknown contamination was observed on top and bottom enclosure, unknown dust like contamination on the inlet of the blower box, front panel, blower box, rear panel, bottom enclosure, and blower. A blackish dust like contamination was observed on the inside and the outside of the iso port. Evidence of liquid ingress with a contaminant consistent with potential mineral deposits was observed on the blower. The blower and blower box observed to have contamination consistent with foam degradation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.